Event description:
A drop in sensing amplitude was reported on (B)(6) 2019. In office testing showed low sensing in line with current homemonitoring values. No noise was detected on the lead. On (B)(6) 2020, the lead was capped due to a drop in r waves from 13mv to 2mv.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Additional information was provided for the analysis. The product was not returned. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. In the recording period between november 17th 2019 and december 28th 2019, the right ventricular sensing amplitude was recorded fluctuating between 3mv and 10mv, before it fell to less than or equal to 2mv in the end of the recording period, as indicated in the complaint. The manufacturing process for this device was reinvestigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.